Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient they could urinate but not empty completely and was ¿not getting much out¿ so they ended up with a kidney issues and septic shock. The patient stated that they had not been without pads in a long time (until (B)(6) because they were ¿losing her urine because she couldn't empty and had no control with urine¿. Follow up information from the patient the next day reported that when they increased the amplitude to 1.9 yesterday it was uncomfortable, ¿got on her nerve¿, could not urinate on their own. Increasing the amplitude kept them from leaking but did not help with voiding so they decreased it to 1.0 which was comfortable for them. The patient only changed pads for freshness and the leaking only happened when they lie down. The patient was hopeful their symptoms would continue to improve. The patient had less than 50% improvement so it was switched to program 2 at an amplitude 1.0 and felt the stimulation in the vaginal area. The patient mentioned that they had ¿all kinds of issues¿ noted as ¿nerved damage¿, had a mesh removed, and has four different manufactures on her body, heart problems nap during the afternoon¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.